Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implant to treat stress urinary incontinence. The patient experienced severe pain in her pelvic region on a going basis, trouble urinating, recurring infections, unable to walk or sit for prolonged periods of time. The patient has undergone additional surgeries and cannot engage in sexual relations. Due to tremendous pain the patient has taken pain medication on an ongoing basis. Attempts to remove mesh have been unsuccessful and the patient continues to live in pain. The patient underwent surgery on (B)(6) 2013 to remove mesh and the surgeon identified significant mesh erosion. The patient has sustained permanent and debilitating injuries.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2013 by (B)(6) due to pelvic pain.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.